Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed keypad contamination under the contrast and down contact buttons that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation- (B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact and all keys responded to user input. The keypad was removed to investigate and evidence of keypad contamination was located under "contrast" and "down" contact button. Additionally, the symbols on the keys were worn. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.